Manufacturer narrative:
Insulin pump was received with intermittent buttons response and button error alarm due to corroded keypad traces. Unit had missing segments due to cracked and bleeding on lcd glass. No number ramping up noted.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The numbers on the screen started to ramp up by themselves. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.